Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.